Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international service technician reported the blower was not working during preventive maintenance testing after servicing the device. There was no patient involvement.

Manufacturer narrative:
The blower assembly passed all testing. The reported complaint of blower failed pvt was not duplicated. There were no faults found with the blower assembly. This report is being submitted as part of the remediation for CAPA (B)(4).